Event description:
Customer reports back to back testing on the same meter while using the compact system with results of: 50 mg/dl to 134 mg/dl; 50 mg/dl to 90 mg/dl; 54 mg/dl to 90 mg/dl; 134 mg/dl to 54 mg/dl. No quality control info was provided no adverse event reported. A request was made for return of the suspect product and a replacement was sent.